Event description:
It was reported that when an asymptomatic patient presented via remote transmission, post-paced t wave oversensing on the device was noted. The patient did not receive therapy during the oversensing. Programming changes were discussed. The patient was stable.